Event description:
It was reported that an infusor experienced a no flow. This malfunction was observed 24 hours after the start of a tazocin infusion. There was patient involvement; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual sample was not returned, however, a photograph was provided for evaluation. Photographic inspection did not note any flow issues. The reported problem could not be verified. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The lot 13k047, was manufactured between october 14, 2013 ¿ october 15, 2013. If additional information becomes available a follow-up MDR will be submitted.